Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient went swimming while wearing the pump and noticed afterward that the pump had shut off. The reporter stated that there was visible moisture in the display and in the cartridge compartment. The reporter confirmed that the pump would not power on. It was determined during troubleshooting with customer support that there is no visible damage to the pump or the battery cap and a new battery was tried in the pump, to no avail. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump had visible moisture in the display lens. The pump was not able to be powered on; the pump history could not be downloaded and audible alarm reading is not able to be measured. Full investigation could not be completed. The pump cover was removed for investigation and revealed moisture present in the pump; however, there was no moisture present in the cartridge compartment.